Manufacturer narrative:
(B)(4). Date sent: 10/3/2023. D4: batch # 251c37. B3: exact event date unk, entered (B)(6) 2023 as only the year was provided. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ec60a (b) device was received for analysis with the jaws and closure trigger in the closed position. Also, the knife was noted partially advance, the red manual knife reverse button was activated and the knife returned to the home position as expected and one gst60g reload loaded on the device. The reload was received partially fired 2/3. The device was tested for functionality in the articulated position with the returned reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The reported event was confirmed and related to improper use of the device. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. Device history review: a manufacturing record evaluation was performed for the finished device batch number 251c37, and no non-conformances were identified. Additional information was requested and the following was obtained: please explain in detail what was the issue with the devices. What do you mean by ¿got stuck¿? It blocked. Did the devices deliver any staples? No .         Did the devices cut? No.             Was there any difficulty opening the devices? Unknown.

Event description:
It was reported that during a laparoscopic sigmoid procedure, these echelons got stuck. After locking, the resistance disappeared. One article has been fired 4 times, the 2nd article has been fired 2 times. No patient consequences reported.